Manufacturer narrative:
The returned emblem s-ICD was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a review of the device memory was performed. No resets, errors, or fault codes were observed. The device and associated electrode, were connected to a test fixture: a 3mv, 100msec, 60ppm signal was applied to each of the sense vectors. The device and lead were manipulated while the signal was recorded. During this manipulation, no noise was noted in any of the sense vectors while the electrode was moved, tugged, pushed, and twisted. Additionally, a 400v and 1350v shock were commanded using a raw register programmer. The charge times were 1 second and 9 seconds respectively. The shocks were delivered normally and as expected. Visual inspection of the spring connectors did not reveal any irregularities. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this patient received inappropriate shocks due to noise signals involving this device. In addition, the device was explanted due to suspected premature battery depletion. The device will be returned. No additional adverse patient effects were reported. This product is part of the emblem s-ICD premature depletion advisory population.

Event description:
It was reported that this patient received inappropriate shocks due to noise signals involving this device. In addition, the device was explanted due to suspected premature battery depletion. The device will be returned. No additional adverse patient effects were reported. This product is part of the emblem s-ICD premature depletion advisory population.